Event description:
Imp ref #(B)(4).

Manufacturer narrative:
Document review: gmk primary cemented fixed femur size 2 left: ref. 02.07.2002l / lot 092291 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. Gmk primary cemented fixed tibial tray size 2 left: ref. 02.07.1202l / lot 104524 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. Gmk primary uc fixed tibial insert size 2, 17 mm: ref. 02.07.0217fuc / lot 092939 ((B)(4) devices produced and (B)(4)already sold without any other similar issue reported). All parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. From the data collected, there are no evidences that the event is device related.